Manufacturer narrative:
An investigation is ongoing. A supplemental MDR will be submitted to share the conclusions. Facility name truncated due to character limitation. Full name:(B)(6). (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from thailand alleged discrepant results for two samples while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The first alleged sample initially generated a positive result for flu a (negative for flu b and sars-cov-2). The same sample was retested on cobas liat again and generated the same results. The same sample was then retested again using the sofia influenza a+b fia kit and generated a negative result for both flu a and flu b. The positive flu a result for the first sample was reported out. No harm or injury has been indicated. An investigation is ongoing.

Manufacturer narrative:
An investigation concluded that the run appears to have true amplification for flu a. No abnormalities are seen in the data and the run is well aligned in performance. Overall, no issue seen. As the one sample that was repeated generated consistent results on another analyzer, it's likely these are true results and the discrepancy comes from difference in technology/ assay sensitivities. Corrected b5 to reflect that the customer alleged one patient sample to be discrepant, not two. The second sample was not repeated and only questioned by the customer. The run for this second sample was also investigated and shares the same conclusions as the first sample. No product problem found for either of these runs. (B)(4)

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from thailand alleged discrepant results for one patient's sample while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged sample initially generated a positive result for flu a (negative for flu b and sars-cov-2). The same sample was retested on cobas liat again and generated the same results. The same sample was then retested again using the sofia influenza a+b fia kit and generated a negative result for both flu a and flu b. The positive flu a result for the first sample was reported out. No harm or injury has been indicated.